Manufacturer narrative:
The information reported with MDR 2518422-2025-037993 is considered as not reportable. In this report a correction has been made.

Event description:
The manufacturer received information alleging dry mouth. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.